Event description:
An international customer reported an event of a "bad smell" (odor) emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00057 and 2084725-2016-00058.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil was replaced to resolve the odor/smells issue and the unit was returned to specifications. In addition, the fse determined the customer was overloading the chamber and referred the customer to the user guide for proper load preparation. Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells to be "low." No parts were returned for evaluation and analysis. The assignable cause of the odor/smells issue is likely due to the vacuum pump oil that needed to be replaced. The field service engineer replaced this part and confirmed the sterrad® 100's was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.